Manufacturer narrative:
Manufacturing site evaluation: stock verification: stock was verified. There is no available units of the product code and lot number. (B)(4) units were manufactured and distributed. There are one previous complaint received relating to this product code, batch number, but cause is different. Reviewed the batch manufacturing record, this product ha a normal process and the results fulfills the OEM requirements. The units received were checked visually, showing that these samples were without the needle; the extreme end of the thread show that it was assembled; therefore the samples do not meet specifications. Final conclusion: complaint is justified. Corrective/ preventive actions: there is a corrective action initiated to avoid this kind of incident in the future with the production department.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered in the u.s. Are. Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). Needle detachment.